Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient was experiencing an episode of syncope due to premature ventricular contractions (pvcs) caused by ventricular oversensing. False automatic mode switch (ams) episodes due to far field r-wave oversensing were also observed. The device was reprogrammed to resolve the event. The patient was stable.